Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a blood glucose (bg) level of 500 mg/dl after changing insulin delivery supplies. When bg did not decrease, the user self-transported to the hospital, was admitted, and treated with intravenous insulin. The user was discharged the following day and has since reconnected to the ilet. The user suggested scar tissue and insulin absorption issues may have contributed.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.